Event description:
Information received indicated the battery discharges quickly after bed is unplugged. Battery charged light remains lit when bed is unplugged. Battery charge light goes out when battery is discharged.

Manufacturer narrative:
Hill-rom technician replaced the battery to resolve the issue.